Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it was unknown whether a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest, leading to his death. The cause of this patient¿s cardiac arrest can be attributed to a significant history of cardiovascular disease with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of chronic cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired due to a possible pd-related issue. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient expired at home on (B)(6) 2026 due to a cardiac arrest that was attributed to a significant history of cardiovascular disease. It was explained that the patient had poorly controlled hypotension that required multiple medications to keep his blood pressure within normal limits. It was unknown whether the patient was connected to his cycler at the time of the arrest; however, it was affirmed that the patient was pronounced deceased in his home with no transport to the hospital. It was reported that the patient¿s hypotension and cardiac arrest that led to his death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler expired due to a possible pd-related issue. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient expired at home on (B)(6)2026 due to a cardiac arrest that was attributed to a significant history of cardiovascular disease. It was explained that the patient had poorly controlled hypotension that required multiple medications to keep his blood pressure within normal limits. It was unknown whether the patient was connected to his cycler at the time of the arrest; however, it was affirmed that the patient was pronounced deceased in his home with no transport to the hospital. It was reported that the patient¿s hypotension and cardiac arrest that led to his death were not the result of a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.